Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer's current blood glucose is unknown. The customer did not provide any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Customer also reported that the insulin pump had motor error alarm and off no power alarm. Customer stated that the insulin pump did not received low battery alarm prior to off no power alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08765 inches. No motor error alarms, weak battery or unexpected battery power loss alarms were noted. The motor was tested outside the device and passed. Device received with cracked case at the display window corners. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.